Manufacturer narrative:
The returned pump was visually inspected and dried blood was observed in the outflow. The pump was run in a basin of water and pump flow was within specification. The pump was removed from the basin, visually inspected and two kinks were observed in the cannula. The kinks did not result from the lab run.

Event description:
A 62-year-old male patient has been treated for ami / cgs. For hemodynamic support, an impella 5.5 device has been inserted. Insertion has been difficult due to small vessel size (6 mm) and tortuosity. No vasodilators used. During that process, the pump dissected the aortic arch. Aortic arch stent placement to repair the dissection. Biv pacer placed at that time as well. New impella 5.5 pump inserted. Patient hemodynamically stable afterwards.

Manufacturer narrative:
This supplemental is being filed to correct some erroneous information listed in initial MDR. See below for corrected data: h(3): the device has been returned, but investigation is still ongoing. H(6): please disregard codes: investigation findings 213 - no device problem found. Investigation conclusions 50- adverse event related to patient condition.

Manufacturer narrative:
The investigation into the reported low pump flow and vascular damage has been completed since the original report was filed. The pump was returned for evaluation. The evaluation revealed that user error was the most likely cause of the low pump flow: "the cause of the low pump flow was most likely left axillary tortuosity necessitating excessive force resulting in cannula kinks during delivery. The 6mm measured vessel diameter was below the 7mm minimum vessel diameter per IFU 0550-9002." The root cause for vascular damage is user error: the cause of the vascular damage was most likely left axillary tortuosity patient condition related. The 6mm measured vessel diameter was below the 7mm minimum vessel diameter per IFU 0550-9002.

Manufacturer narrative:
H6-health impact code, medical device codes, component codes, investigation codes, investigation conclusion code.

Event description:
It was also reported during support, there was low flows on the pump despite being in a good position. The decision was made to remove the pump. A new pump was placed.